Event description:
During trouble shooting of a check patient line alarm which occurred on the homechoice (hc) during use initial drain, the baxter technical service representative (tsr) had the home patient (hp) pull up then down on lines near door, close then open transfer set, slide patient line clamp down line, check patient line for kinks, fibrin, and air. The hp stated that there was air in the patient line. The tsr advised the hp that they would need to start over with new supplies. The tsr assisted the hp with ending therapy. Per call script, there were notable issue with supplies and samples were discarded. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The device had been discarded and the lot number was unknown, a batch review could not be performed.